Event description:
An error issue was reported with the adc device. A customer reported being unable to obtain a sensor due to an unknown message and as a result, she became hypoglycemic and experienced a seizure. An ambulance was called and the customer was taken to the hospital where the customer was admitted and a blood glucose result of ¿lo¿ (< 2.2 mmol/l) was obtained on the hospital¿s meter. The customer was administered glucose via oral, IV, and injection for the diagnosis of hypoglycemia. A post-treatment blood glucose result of 2.1 mmol/l was reported and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.